Event description:
The customer reported a ventilator switched off without alarms during operation. The device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
Reporting address state: & institution phone #: (B)(6). Reporter phone #: (B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with assistance from an international philips remote service engineer (rse). Confirmation or duplication of the reported problem is unknown. Multiple attempts were made to retrieve device repair or diagnostic information; however, no response was received. It was last reported that the unit was successfully functionally tested. No other anomalies or information was reported.